Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that (2) ar-8934bnf small joint bio-suturetak anchors bent during insertion. This was discovered during an atfl reconstruction procedure on (B)(6) 2023. The case was completed using another device. Same device with unknown lot numbers were used. No delay no harm.

Manufacturer narrative:
Additional information: visual inspection of the provided photo shows a missing bio-suturetak anchor attached to an ar-8934bnf. The root cause cannot be determined due to the lack of availability of the device. The most likely cause of the failure is use error. The complaint has not been confirmed, as the anchor's status is unavailable.